Event description:
It was reported that the right ventricular lead exhibited unacceptable threshold. The lead was capped and replaced.

Manufacturer narrative:
Please retract this report 2017865-2013-04837 the same issue was reported as 2017865-2013-04678.